Event description:
During an atrioventricular reciprocating tachycardia, there was a delay due to the pressure not displaying. The tactisys quartz was restarted and replaced but the issue did not resolve. A new irrigation catheter was replaced and the procedure was carried out without adverse effects on the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz, a ¿catheter not detected¿ error message was displayed. Further investigation revealed a crack in the 19-pin flex circuit, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrioventricular reciprocating tachycardia, there was a 10-minute delay due to the pressure not displaying. The tactisys quartz was restarted and replaced but the issue did not resolve. A new irrigation catheter was replaced and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Corrected data: g3 further information received confirmed the delay was 10 minutes, making this event not reportable. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz, a ¿catheter not detected¿ error message was displayed. Further investigation revealed a crack in the 19-pin flex circuit, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.